Manufacturer narrative:
A device history record (lot 210180099) review of the reported lot number was not possible as the provided lot number is invalid. One used sample was received for evaluation. A visual and functional inspection was performed, and a hole / break was visible in the piece. No root cause could be found related to a manufacturing/production process. This complaint will be used for tracking and trending purposes.

Event description:
Customer reports: there is a small hole/crack in the penrose tubing located where the tube was bent inside the packaging. The drain appeared intact however the hole/crack was noticed once tension was applied to the drain. Once noticed, a new drain was requested which was inspected prior to giving to the surgeon. A few other packages also had this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.